Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was being explanted due to the patient's infection. During the extraction procedure, the non-boston scientific right ventricular (rv) lead was removed first. This right atrial (ra) lead and the non-boston scientific left ventricular (lv) lead came out together. After the lv lead was removed, an effusion was found. A pericardiocentesis was performed, then the chest was opened. A cardiac tear had occurred near the coronary sinus and the patient died on the operating table. No explanted products were expected for return.